Event description:
It was reported that distal tip detachment occurred. The target lesion was located in the popliteal artery. A 018/260 platinum plus¿ guidewire was advanced to cross the lesion but the distal part of the guidewire got detached inside the patient. The medical team had to do an arteriotomy and took the tip of the wire with a loop. No further patient complications were reported and the patient's condition was stable.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: unit returned with its original pouch. The unit returned has distal tip damaged , as part of overall visual revision. Unit returned matches with upn provided by the customer. The visual inspection was performed and the device presents the distal end broken and bent. Moreover, the distal tip of the wire was not returned, approximately 5.0cm. Guidewire overall length was out of specification since the wire presents the distal end broken and the tip of the wire was not returned. All the outer diameter measurements are within the specifications. The returned device was sent for external analysis ((B)(4) lab) to determine the fracture failure mode. The (B)(4) lab returned the following results that the core wire failure presents evidence of bending fatigue with torsion overload as mode of failure at an area 70um from the soldering coated area. Brazing material (ag, cu) was detected on the core wire surface. Brazing material presented shear overload as mode of brazing failure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors.

Event description:
It was reported that distal tip detachment occurred. The target lesion was located in the popliteal artery. A 018/260 platinum plus¿ guidewire was advanced to cross the lesion but the distal part of the guidewire got detached inside the patient. The medical team had to do an arteriotomy and took the tip of the wire with a loop. No further patient complications were reported and the patient's condition was stable.